Manufacturer narrative:
The consumer abused the product which damaged the cord. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
An insurance company is alleging that a humidifier was involved in a fire that damaged its insured's property. There were no injuries reported with this incident.

Event description:
An insurance company is alleging that a humidifier was involved in a fire that damaged its insured's property. There were no injuries reported with this incident.